Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm on an unknown date. Aneurysm and vessel morphology are unknown. It was reported that there was aneurysm enlargement without evidence of an endoleak. The patient is elderly and has a history of lung disease. The decision was made to not intervene and to continue to monitor the patient.

Manufacturer narrative:
(B)(4). Evaluation, results: (B)(4) - lack of information (unknown cause of aneurysm enlargement), (B)(4) inherent risk of procedure (aneurysm expansion). Evaluation, conclusion: (B)(4) - lack of information (unknown cause of aneurysm enlargement).